Event description:
The customer reported imprecision issues with the wbc and platelet parameters of the cell-dyn emerald analyzer. A heel-stick sample from a child generated a platelet result of approximately 20 k/ul. The child was admitted to a hospital and treated. The following day, the hospital obtained another sample, which generated a platelet result of 200 k/ul and the child was released. There is no further impact to patient management reported. The laboratory manager would not provide any further information regarding this event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer declined to provide the data report for this specimen. The customer reported having issues with linearity for wbc (specific data not provided). The customer stated that they are testing samples immediately post-collection; a mechanical rocker was not available for sample mixing. An abbott representative assisted the customer with linearity range issues; the customer began running cbc samples and reporting results outside the laboratory with no other issues. The cell-dyn emerald system operator manual, list number 09h40-01, revision e, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current evaluation and information received, no product malfunction was identified with the celldyn emerald instrument.